Event description:
The user reported that the needle is stuck and the glass is not stable. No further info was provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. Attempts were made on 12/03/2012, 12/05/2012, and 12/18/2012 to obtain additional info from the user. No additional info has been obtained. A follow-up report will be submitted when the investigation has been completed. Method - process evaluation.